Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant negative (-) urine test results generated by the icon 25 hcg test kits. Two patients tested negative (-) urine on the icon 25 hcg test kits the serum quantitative results were positive (+). The home pregnancy tests were also positive. There was no affect to patients with regard to this event.

Manufacturer narrative:
Six of the linearity samples were tested during the investigatin of this event. The results of the 6 samples tested with reagent lot 157219 were significantly higher than the customer results. It was determined the origin of the sample recovery difference might arise from the samples directly. The results of the quality controls the customer obtained did not indicate an issue. The instrument data did not indicate an issue as all results from performance tests were within specifications.

Event description:
The user stated the results for a linearity study for troponin t were 20-30% lower than the peer mean. All results are in ng/ml. Sample 1 results were 0.06 and 0.07 with a mean of 0.065. The peer mean was 0.093. Sample 2 results were 1.67 and 1.73 with a mean of 1.700. The peer mean was 2.310. Sample 3 results were 4.49 and 4.18 with a mean of 4.335. The peer mean was 5.530. Sample 4 results were 7.86 and 7.84 with a mean of 7.850. The peer mean was 10.835. Sample 5 results were 12.32 and 12.43 with a mean of 12.375. The peer mean was 16.098. Sample 6 results were 15.24 and 14.50 with a mean of 14.870. The peer mean was 21.327. The user stated no patients were affected as no erroneous patient results were generated. The troponin t reagent lot number was 15721901. The field service representative could not find a problem and reported the user asked he not take the (B) (4) down. He reviewed calibration, qc and service reports and noted preventive maintenance was performed one day after the event. The user requested no action at this time because she felt she had no problem. Performance tests run during the preventive maintenance indicated the instrument was working correctly.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.